Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral stent was used on an unknown procedure in the kidney and ureter, performed on (B)(6) 2021. Post procedure, on (B)(6) 2022, a procedure to remove the stent was attempted, however, it was found out that the stent was calcified. On (B)(6) 2022, a surgery was performed to remove the calcified stent. The physician noted that the stent was broke in half and the broken stent remained in the kidney and ureter. On (B)(6) 2022, a planned stent removal was performed to retrieve the broken stent inside the patient. It was unknown if all broken stent was successfully retrieved from the patient and if another stent was implanted to the patient. Prolonged hospitalization was reported as a result of this event.